Event description:
Co received a report from the mother of a 10 yr old male pt who stated her son experienced a corneal ulcer after using multi-purpose solution. The pt reportedly saw his dr who noted 3 ulcers on one eye. The dr prescribed ciloxan, every 15 minutes, for 4 days. The reaction and treatment have not been confirmed by the pt's dr. Co is attempting to obtain add'l info from the dr. According to the pt's mother, the condition resolved and the pt has switched to use of another system.